Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump was alarming, disposable volume 12.2 remaining, with a smiths medical, cadd medication cassettes attached. It was reported the end user was instructed to go to the clinic when they open, the pharmacy visually inspected the pump and determined at approximately 9 am there was no volume remaining in the pump, indicting the pump finished approximately six hours early. No adverse patient effects were reported no additional information is available at this time.